Manufacturer narrative:
The field service engineer found a small hole in tubing. The hydraulic system was cleaned an decontaminated. The hydraulic lines and syringes were cleaned. The photomultiplier tube was checked and adjusted and a system volume check was performed. Troponin t was re-calibrated. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The e411 instrument has been replaced.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested on a cobas e 411 immunoassay analyzer. Results from the following assays were affected: the elecsys ck-mb stat immunoassay, the elecsys troponin I stat immunoassay, and the elecsys troponin t hs stat assay. The initial values were reported outside of the laboratory and did not agree with the history of the patients. The samples were repeated on a cobas 6000 e 601 module and these repeat results were believed to be correct. The first sample initially resulted with a ck-mb value of 256 ng/ml, which repeated as 229.6 ng/ml. The second sample initially resulted with a ck-mb value of 40.8 ng/ml, which repeated as 35.6 ng/ml. The third sample initially resulted with a troponin I value of 0.39 ng/ml, which repeated as 0.277 ng/ml. The fourth sample initially resulted with a troponin I value of 3.22 ng/ml, which repeated as 2.60 ng/ml. The fifth sample initially resulted with a troponin t value of 0.39 ng/ml, which repeated as 0.28 ng/ml. The sixth sample initially resulted with a troponin t value of 0.017 ng/ml, which repeated as 0.012 ng/ml. The ck-mb reagent lot number was 424526, the troponin I reagent lot number was 446747, and the troponin t reagent lot was 459541. The reagent expiration dates were requested, but not provided.